Event description:
It was reported that the lead exhibited noise. A follow-up would be performed in one month.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.